Event description:
As reported, the clinician successfully deployed an excluder bifurcated endoprosthesis. Due to a build up of thrombus in the vessel, the clinician was unable to position the contra into the contra gate. The clinician performed an unplanned aui. The remainder of the procedure was successful with no adverse effects to the pt. There was no allegation of product deficiency.